Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), pelvic abscess ('abscess') and genital haemorrhage ('general abnormal bleeding/bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes confirmation test". The patient's medical history included cervicitis, intramural leiomyoma of uterus, adenomyosis, paratubal cyst, abnormal uterine bleeding, dysmenorrhea and ovarian cyst. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache") and abdominal distension ("bloating") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, alopecia, weight increased, weight decreased, migraine, headache and abdominal distension had resolved and the pelvic abscess, autoimmune disorder, dysmenorrhoea, abdominal pain, heavy menstrual bleeding and dermatitis allergic outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic abscess, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted: date of removal: (B)(6) 2017, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: a) uterus and cervix, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: 1. Uterus with: a. Endometrium: areas of scarring consistent with ablation foci of disordered proliferative endometrium b. Cervix: mild cervicitis; negative for cin iii or malignancy c. Additional findings: leiomyoma (fundal) and adenomyosis 2. Bilateral ovaries and fallopian tubes: negative for malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received- new reporter, lab data, medical history, removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), pelvic abscess ('abscess') and genital haemorrhage ('general abnormal bleeding/bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes confirmation test." On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder ("autoimmune disorder"), dysmenorrhoea ("dysmenorrhea cramping"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia heavy menstrual bleeding"), dermatitis allergic ("allergy: rash/skin condition"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache") and abdominal distension ("bloating") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, alopecia, weight increased, weight decreased, migraine, headache and abdominal distension had resolved and the pelvic abscess, autoimmune disorder, dysmenorrhoea, abdominal pain, menorrhagia and dermatitis allergic outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic abscess, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: date of removal: 15feb2017, 01march2017. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received new reporter information was added. New event added abscess was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), pelvic abscess ('abscess') and genital haemorrhage ('general abnormal bleeding/bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder ("autoimmune disorder"), dysmenorrhoea ("dysmenorrhea cramping"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia heavy menstrual bleeding"), dermatitis allergic ("allergy: rash/skin condition"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache") and abdominal distension ("bloating") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, alopecia, weight increased, weight decreased, migraine, headache and abdominal distension had resolved and the pelvic abscess, autoimmune disorder, dysmenorrhoea, abdominal pain, menorrhagia and dermatitis allergic outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic abscess, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: date of removal: 15feb2017, 01march2017. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), genital haemorrhage ('general abnormal bleeding/bleeding') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache") and abdominal distension ("bloating") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, alopecia, weight increased, weight decreased, migraine, headache and abdominal distension had resolved and the autoimmune disorder, dysmenorrhoea, abdominal pain, menorrhagia and dermatitis allergic outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Events per pfs: rash/skin condition, auto-immune disease, fatigue, hair loss, weight gain, weight loss, migraine, headache, bloating, plaintiff did not underwent essure confirmation test. Outcome of pelvic pain, genital bleeding, fatigue, hair loss, weight gain, weight loss, migraine, headache, bloating were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Reporter information, essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.